Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b1. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc) perforation, anxiety and physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Unknown if the reported anxiety and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2016 via the right common femoral vein due to deep vein thrombosis in the left common femoral vein. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it¿ as well as physical limitations. Patient also had a stent placed (B)(6)2016 for a heart attack ¿ no other details available. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6)2017, ¿positive for caval perforation. Total number of prongs perforated.¿ ¿maximum distance prongs perforated cava.¿ ¿coronal images 4 degree tilt left to right.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "pt received a gunther tulip filter on (B)(6) 2016". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.